Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use. While advancing the versacross pigtail wire, it entered the right atrial appendage (raa). After adding curve to the sheath, the transseptal puncture was completed. A drop in blood pressure was then observed, and transesophageal echocardiography revealed a pericardial effusion. It is believed that the versacross wire perforated the right atrial appendage. Transesophageal echocardiography assisted pericardiocentesis CPR was performed, and the patient was stabilized. The watchman device was successfully implanted. The pericardial effusion resolved after the procedure, and the patient is expected to make a full recovery.